Manufacturer narrative:
A sample was returned. A visual inspection was performed and an occlusion was observed in the clear tubing near the probe engine. The root cause of the customer's complaint was an occluded drive line which was related to an error during the manufacturing process. This defect would have rendered the device inoperable resulting in the customer¿s experience. (B)(4).

Event description:
A surgical technologist reported that during a cataract surgery on the left eye, the posterior capsule ruptured. A vitrectomy was required, however, the vitrectomy probe would not cut. Therefore, the vitrectomy portion could not be performed. The procedure was completed 5 days later. The patient is reported as doing well. The product sample and additional information have been requested.

Manufacturer narrative:
Supplemental medical device report (smdr) # 03 is being filed to correct the date on the initial report, filed earlier. Incorrect date of asku being corrected to (B)(6) 2015. Supplemental medical device report (smdr) # 03 is being filed to correct the date on the initial report, filed earlier. Incorrect date of (B)(6) 2105 is being corrected to (B)(6) 2015. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, two probe lots, manufactured in august 2014, were used to make up the final lot. A device history record review each of the two lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates no additional complaints were associated with the probe lots. Because a sample was not returned and the lot information indicates the product was released based on the manufacturer's acceptance criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).